Manufacturer narrative:
Additional information was received that the initial report should have been reported for loss of mechanical ventilation instead of prolonged insufficient oxygen or fresh gas flow. Event description and h6 coding updated accordingly.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen or fresh gas flow. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The consolidated ventilator interface board was replaced to resolve the issue.